Manufacturer narrative:
(B)(4).

Event description:
The complainant reported an over-delivery. The intended delivery was 125 ml at a rate of 50 ml/hour. After approximately 2.5 hours, 300 ml of feed had been delivered per visual assessment.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.